Event description:
It was reported by the customer that when using the bd pyxis¿ medbank tower, an item was not being found under the medication order for the patient. The customer stated that this malfunction occurred while dispensing medication to patients. There were no delay, adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 01-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was reported that the items were not added to the medication list. The customer stated that the item (morphine 20mg/ml concentrate was not being found under the medication order for the patient. The customer did a cycle count, zones were selected, and found the item was there. The technical support specialist (tss) confirmed with the customer that the items had been added for issuing. The system functioned as intended after the customer resolved the issue.